Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on the patient profile. The technical support specialist (tss) utilized the add item feature to successfully dispense the medication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not on the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.